Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure; the head was inserted into the liner. When trying to insert the liner into the shell, it would not insert and the locking ring appeared twisted. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.